Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system new orders and new patients were not crossing over from cerner to pyxis. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d4, e2, e3, g1, h4, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that critical override message was on all pyxis units. A technical support specialist performed to process register messages with 250 or more allergies and continued to retry until operation timeout was reached, this halted new messages from processing on es server to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es new orders and new patients were not crossing over from cerner to pyxis. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.